Manufacturer narrative:
The device was tested by a draeger service technician according to specification. The device passed all calibrations, performance and functional testing without findings. The technician downloaded the electronic log file and made it available for investigation at manufacturer site. Subsequent analysis of the log file has not revealed any device failure, either and thus confirmed the results of our service technician. The information stored within the log confirmed that ventilator, gas mixer and monitoring functions were fully functional during the concerned period of time. Based on the available information the reported event was not connected to a failure of the device but despite the fact that the log entries neither indicated a use error it cannot be ruled out completely.

Event description:
(B)(4).

Manufacturer narrative:
The device was inspected by a draeger service technician after the event. The device was tested and the electronic log file was downloaded. The log as well as the test report provided basis for further evaluation. The case in question could be reconstructed by means of the information stored in the log. It was started at 14:08 using man/spont mode. Subsequently, the user switched repeatedly between pressure mode and man/spont. Due to the mode changes the records are showing fluctuating tidal volumes and airway pressures. The primus reacted as specified for such a situation and generated several audible and visible alarms such as minute volume low, pinsp not attained, fg low or leak. Between 14:22 and 14:40 the log shows elevated etco2 levels up to 58 mmhg. From 14:53 the patient was ventilated manually until 15:28 when he/she was disconnected from the breathing system. The device was operating according to its specification during the case in question. Both ventilator and gas mixer were fully functional at any time. The log entries do not indicate a device failure, neither during nor before or after the reported event. Based on the available information it couldn¿t be determined if the instable ventilation was the cause or the result of the reported bradycardia. The primus detected the disturbances and generated corresponding alarms. These findings go along with the test results of the on-site-inspection which do not indicate a technical issue, either.

Event description:
Please refer to the initial-report.